Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.